Event description:
After an implant period of approximately 109 months, oversensing in the ventricular channel with inappropriate therapies was reported. During the surgery to review the ventricular lead on (B)(6) 2018, a slight squeeze of the pace/sense connection was observed. The is-1 connection was capped and replaced by a pace/sense lead and the doctor decided to use this lead for shock function.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the ff as well as on the rv channel leading to oversensing with shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.